Manufacturer narrative:
(B)(4). Date sent: 6/29/2023. D4: batch # t5cr6t. Investigation summary: the product and packaging pictures were received at ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device and pictures of the packaging. Visual analysis of the returned sample revealed that the ec60a device was returned with no apparent damage. The returned sample was visually compared against an original ec60a test device. The following observations were noted during the visual inspection. The received sample presented several components like the closure trigger, the knob, and the nozzle with a much lighter tone of gray than the original product. In addition, the cartridge channel should have the number scale pad printed (ink transfer) and not laser engraved as seen on the returned product. Lastly, the printed letters in the handle area were noted to be bold and bigger letters when compared to the test device. The returned devices had a batch number printed on the firing trigger. The batch number t5cr6t printed on the device is a valid batch number for a product manufactured in 2019, therefore the expiration date should be in 2024 and not in 2026 as stated in the package of the returned device. There were significant differences observed between the photographs of the suspect packages and the authentic package/artwork. The lot number t95k2u and expiration date on the suspect packages do not match any information in our j&j systems. The evaluation performed determined that the suspect package and product received for analysis is not authentic johnson & johnson product. The received complaint sample is confirmed as counterfeit product. The sample was sent to cincinnati and counterfeit product was confirmed. A manufacturing record evaluation was performed for the finished device batch number t5cr6t, and no non-conformances were identified.

Event description:
It was reported that the gbp team has performed some test purchases of ethicon products (echelon reload) close to unauthorized distributor, as it was found suspected counterfeit products. Please see attached the traceability of only one the product, the others doesn't exists.

Manufacturer narrative:
(B)(4). Batch #: t5cr6t. Additional information was requested, and the following was obtained: 1. How was the product purchased? There were listings at the facebook and j&j market monitoring partner has made the purchase to proceed with the investigation. 2. Could you please confirm if the vendor is authorized by jnj ¿ unauthorized distributor. 3. Is there an indication of how the product was distributed? No. 4. Is there any indication of the source? No. 5. Based on the packaging, is there any indication of which market the original genuine product may have come from? No, the products are suspect of counterfeit. Investigation summary: the product and packaging pictures were received at ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device and pictures of the packaging. Visual analysis of the returned sample revealed that the ec60a device was returned with no apparent damage. The returned sample was visually compared against an original ec60a test device. The following observations were noted during the visual inspection. The received sample presented several components like the closure trigger, the knob, and the nozzle with a much lighter tone of gray than the original product. In addition, the cartridge channel should have the number scale pad printed (ink transfer) and not laser engraved as seen on the returned product. Lastly, the printed letters in the handle area were noted to be bold and bigger letters when compared to the test device. The returned devices had a batch number printed on the firing trigger. The batch number t5cr6t printed on the device is a valid batch number for a product manufactured in 2019, therefore the expiration date should be in 2024 and not in 2026 as stated in the package of the returned device. There were significant differences observed between the photographs of the suspect packages and the authentic package/artwork. The lot number t95k2u and expiration date on the suspect packages do not match any information in our j&j systems. The evaluation performed determined that the suspect package and product received for analysis is not authentic johnson & johnson product. The received complaint sample is confirmed as counterfeit product. A manufacturing record evaluation was performed for the finished device batch number t5cr6t, and no non-conformances were identified.